Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.